Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad buttons had a response issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: the keypad cover was intact and all of the keypad buttons responded normally. No contamination was found on the button contacts. Unrelated to the initial allegation, the display screen was dim and discolored.